Event description:
As reported, after deployment of a 5mm angioguard embolic capture guidewire (ecgw) system, there was an attempt to peel the angioguard deployment sheath, during which difficulty was encountered, and the deployment sheath was unable to be peeled and torn off. There were no reported injuries to the patient. The target vessel was the internal carotid artery. The device was stored and prepped according to the instructions for use (IFU). No excess force was required to load the filter into the delivery sheath during preparation. There was no difficulty peeling the peel-away introducer during insertion of the angioguard device. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. Complete deployment of the filter basket was confirmed under fluoroscopy. Additional details were requested but were unknown. The device will be returned for evaluation. Addendum: product evaluation revealed that the angioguard capture sheath is frayed at the distal tip, and the distal tip of the ecgw is unraveled.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after deployment of a 5mm angioguard embolic capture guidewire (ecgw) system, there was an attempt to peel the angioguard deployment sheath, during which difficulty was met, and the deployment sheath was unable to be peeled and torn off. There were no reported injuries to the patient. The target vessel was the internal carotid artery. The device was stored and prepped according to the instructions for use (IFU). No excess force was needed to load the filter into the delivery sheath during preparation. There was no difficulty peeling the peel-away introducer during insertion of the angioguard device. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. Complete deployment of the filter basket was confirmed under fluoroscopy. Additional details were requested but were unknown. The device will be returned for evaluation. A non-sterile ¿rx/5mm basket diameter/180cm¿ was received in a transparent plastic bag holding the capture sheath and the ecgw system inserted into the sheath; the remaining components were not returned. Visual inspection confirmed a frayed condition on the distal tip of the capture sheath and a kinked and unraveled distal tip of the ecgw system. Microscopic review of the frayed region revealed elongations consistent with tensile stress overload, suggesting that the material had been subjected to forces beyond its yield strength. No anomalies or damage were found on the filter basket struts or membrane walls. Dimensional and functional testing was not performed on non-returned components. No other notable findings were seen during the evaluation, and the conditions identified did not indicate a manufacturing or design issue. The reported malfunction ¿deployment (delivery) sheath ¿ peeling difficulty (rx only)¿ was not seen because the peel away delivery sheath was not returned. The malfunction ¿capture sheath ¿ frayed/split/torn¿ was seen during the product evaluation. The malfunction ¿distal tip (ecgw) ¿ unraveled/stretched¿ was also seen during the evaluation. The exact cause of the event cannot be found; however, the elongations found during the product evaluation suggest handling factors as a possibility. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ and ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the protective sheath on a 5mm angioguard embolic capture guidewire (ecgw) system could not be torn off. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.